Event description:
Boston scientific received information that during a routine change-out for this pacemaker in this pacer dependent patient the physician planned to leave the pacemaker in the pocket and pace lv tip to can while disconnecting right ventricular (rv) lead from this chronic device and connect to the new device. While cautery was used to open the pocket and removing the device pacing had stopped. It had appeared that device had switched to unipolar pacing. The physician quickly disconnected the leads from the header and pacing resumed with the pacing system analyzer (psa) clips. The time from disconnecting the leads from the header and attaching the psa clips was likely 2 seconds or greater though the patient was asymptomatic. The device was returned to the pocket and pacing resumed, therefore, paced with lv tip to can while connecting the rv lead to the new device. The leads were successfully disconnected from this device and reconnected to the new device without difficulty and all measurements were acceptable with the new device. No adverse patient effects were reported with this patient. The explanted device was interrogated after the case and a fault code was noted with functionality permanently limited, pacing non-programmable and in brady mode vvi 60. The device on the printout was captured as an h120, with no serial number. There was inquiry as to if this device had reached safety state and what could cause this. Technical services discussed and inquired if the device would be returned for analysis to further determine this case. The field representative reported that they had not observed if the physician had or if the physician commented that they had contacted the device with cautery. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The device was subsequently returned and evaluation is being conducted. This product issue will be updated when device analysis is complete.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device case and header noted no irregularities and no electrocautery marks were noted. A review of the memory noted (B)(4) warm resets in the reset counter. The device was in safety state vvi (reset-vvi) mode with unipolar lead configuration. The contak renewal tr system guide states that the use of electrosurgical cautery may cause asynchronous or inhibited pulse generator operation. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Final evaluation confirmed the cause of the resets, reversion to reset-vvi unipolar pacing and the pulse generator fault was the use of electrocautery during the replacement procedure. No other adverse events have been reported. This product issue will be updated if additional information is received.